Event description:
S [situation]-new triple lumen catheter does not have blood return b [background]-patient critically ill requiring central line placement for vasopressor use. Central line placed on [redacted] with new kit containing vantex catheter. By [redacted], no blood return present in any of the ports a [assessment]-critically ill patient with central line placed for life saving drugs and also for frequent blood samples now with no blood return, requiring patient to be stuck peripherally for blood draws unnecessarily. R [recommendation]-investigate new catheters as all that have been placed in the [redacted] ICU [intensive care unit] result in no blood return. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter) escalated to medline due to multiple events across sites.